Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned for evaluation. The investigation is inconclusive for the alleged migration issue. The root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rd400f, vena cava filter, allegedly experienced migration of device or device component. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rd400f, vena cava filter, allegedly experienced migration of device or device component. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's gender was provided as female, age and weight was not provided.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The sample was not returned for evaluation. The investigation is inconclusive for the alleged migration issue. The root cause could not be determined. The device is labeled for single use. H10: g4. H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.